Event description:
The time of event is unknown.there was no report of patient harm.video image failure(fluid damage)

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the angle wire fluid damage, the insertion flexible tube fluid damage, the forward body frame fluid damage, the up pulley wire fluid damage, the left pulley wire fluid damage, the mechanical base plate fluid damage, the electrical pin connector fluid damage, the rubber trim collar broken, the angle wire corroded, the forward body frame corroded, the mechanical base plate corroded, the side body cover leak, the operation channel (primary) cut, the suction channel cut, the ccd drive pcb malfunction, the operation channel (primary) dirty, the bending rubber dirty, the distal body dirty, the lg water supply tubes dirty, the lg water jet supply tubes dirty, the lg air supply tubes dirty, the up pulley wire worn out, the left pulley wire worn out, the electrical pin connector defective, the bending rubber discolored, the operation channel (primary) kink, and the suction channel kink; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.